Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the gel additive in a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg did not move to separate the blood from the plasma. There was no report of exposure, injury or medical intervention.